Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the customer thought they needed a new top locking fitted but on further inspection, the centrimag motor was not spinning and a strange noise started when the motor was tested with multiple centrimag consoles.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag motor not spinning alongside producing an atypical noise was not confirmed. The returned centrimag motor (serial number: (B)(6) was functionally tested at the european distribution center and was found to perform as intended. Issues with the motor were unable to be reproduced throughout all testing, even when the cable was manipulated. Available information for this event indicates that no patients were associated with the event. The root cause of the reported event was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual (rev. L) provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor IFU (rev. F) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 - describe event or problem narrative updated. D4: product sn and UDI updated. H4: device manufacture date updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that there was no patient involvement and the issues persisted even when tested on other devices.